Event description:
It was reported to fresenius medical care by clinic manager that: luer adapter breaking off in patient catheter hub, this was a second occurrence for this patient in one week and reseted in having to catheter exchange.

Manufacturer narrative:
Samples have been requested from the customer. Pending receipt.